Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot #: (B)(6), product ID: 9735787, serial/lot #: (B)(6), product ID: 9735823 and product ID: 9735795, serial/lot #: (B)(6). H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The monitor, high definition multimedia interface (hdmi) cord, monitor, computer, and uninterruptable power supply (ups) were replaced, the system then performed as intended. Codes: b01, c07, d02 h2-3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found, the computer functioned fully. Codes: b01, c19, d14 h2-3) the uninterruptable power supply (ups) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h2-3) the high definition multimedia interface (hdmi) cord was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found, the hdmi cord functioned fully. Codes: b01, c19, d14 h2-3) the monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the monitor had physical damage as the hdmi plug was damaged. Codes: b01, c07, d02 h2) please see the additional codes section for additional information including updated annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon booting up the system for a software upgrade, the main cart monitor displayed no video. While troubleshooting the self test showed the main cart monitor resolution as disabled. The manufacturer representative (rep) was unable to re-create this issue in the lab. Disconnecting the hdmi cable and changing the video input did not replicate the same issue. There was no patient involvement.